Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that after the initial implant procedure, the atrial lead was dislodged. It was concluded that the lead atrial lead was dislodged after they took chest x-ray. The lead was re-positioned by performing surgical procedure on (B)(6) 2019. The patient was stable.